Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon interrogation, the pulse generator exhibited impedance anomaly. The device was reprogrammed. The patient experienced no adverse consequences.